Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned (B)(4) adult dual-heated evaqua2 breathing circuit confirmed that the tubing was damaged in several areas. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being in contact with chemicals such as nebulised drugs or cleaning solutions. All (B)(4) adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: "do not use beyond 14 days maximum duration of use" "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual-heated evaqua 2 breathing circuit was found cracked after six days of use. It was further reported that the event occurred when the patient moved positions and he was moving more frequently than normal. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the complaint rt380 adult dual-heated evaqua 2 breathing circuit. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual-heated evaqua 2 breathing circuit was found cracked after six days of use. It was further reported that the event occurred when the patient moved positions and he was moving more frequently than normal. There was no reported patient consequence.